Event description:
The intubated patient's ventilator began alarming "patient disconnect" and "circuit occlusion." The patient's nurse and the respiratory therapist were at the patient's bedside. The patient appeared in much distress with the patient's respiratory rate > 40, heart rate > 130, and blood pressure decreased. Bilateral breath sounds were present. The peep reading 0-2cmh20 (set at 5 cmh20). The nurse bagged the patient while the respiratory therapist attempted to trouble-shoot the ventilator. The therapist could not find any obvious ventilator issues. The therapist and nurse changed out the vent and the nurse adjusted the patient's sedation and the patient rested much more comfortably. No adverse effects to the patient. The ventilator was brought to biomedical engineering for inspection. Biomed tested the unit for five days and could not duplicate the problem. There was no significant findings in the device's error log. Because there were no significant findings, the device was placed back into service.